Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant products: unknown zmr body p/n unknown/ l/n unknown, unknown acetabular components. Reported event was confirmed by review of x-rays provided. The product was not returned, and its location is unknown. Device history record was reviewed and no deviations or anomalies that could contribute to the reported event were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00561.

Event description:
Patient underwent a left hip revision procedure approximately six years post-implantation due to fractured stem. The stem was removed and replaced. No other information is available at this time

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a right hip revision procedure approximately six years post-implantation due to fractured stem. The stem was removed and replaced.